Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The photo shows two (2) 30ml syringe blister packs next to a box which has a label which is for 20ml syringes. 30ml syringes are molded and packaged on lines separate from 20ml syringes. Therefore, 30ml syringes getting packed into a 20ml box during normal production is not possible. However, it is possible that reprocessing could have been performed on the batches involved which resulted in an operator manually loading the incorrect syringes into the box. There was no reprocessing recorded in the batch in question however, as the batch number on the 30ml syringes it is not known if reprocessing was performed on the 30ml syringes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no. 302830 batch no. 8332517. It was reported that before use of the bd 20ml syringe luer-lok¿ tip, 20ml syringes box contained 30ml syringes. The following information was provided by the initial reporter: the staff found 30 ml syringes in a 20 ml box which was the product they had ordered.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 302830, batch no. 8332517. It was reported that before use of the bd 20ml syringe luer-lok¿ tip, 20ml syringes box contained 30ml syringes. The following information was provided by the initial reporter: the staff found 30 ml syringes in a 20 ml box which was the product they had ordered.